Event description:
As the dir of the acute pain svc, rptr feels obligated to inform FDA of apparent malfunctions occurring with the pump at his institution. During the time period 4/20-5/31/93, hosp had 25 reported incidences of apparent malfunctions using these pumps. Of these 25 incidences, 11 were of reported under-infusion of narcotic. In one, the pt was narcotic tolerant and this may have resulted in serious pt morbidity. MFR was notified and the pumps were removed from use on 5/31/93. It is rptr's understanding the co is making several modifications in the design of the pump in order to correct these possible malfunctions. However, it is rptr's understanding that these pumps are still in use at other institutions.